Event description:
Boston scientific received information that this device detected fluctuating impedance levels on the right ventricular lead, along with some measurements greater than 2000 ohms. The oversensing of noise was also seen on an electrocardiogram. Additional information regarding this issue that at a routine follow-up 5 months later, all measurements were stable. The baseline was clean and showed no interference on the pace/sense or shock channel. Analysis of recorded episodes showed no evidence of oversensing. The patient has been scheduled for normal follow-ups and will be monitored closely. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.